Manufacturer narrative:
Gas delivery system.

Event description:
The customer reported the ventilator alarmed due to low oxygen/oxygen not available but it was verified that there was oxygen present. The customer reported the ventilator was not in use on a pt therefore there was no pt involvement or harm. The MFR's svc tech was unable to duplicate the reported event. Review of the ventilator diagnostic log confirmed an oxygen not available occurrence. If the ventilator discontinues oxygen support it will continue to provide ventilatory support to the pt using an air gas source. Loss of the oxygen source can be detrimental to a pt. The svc tech replaced the gas delivery system as a precaution to address the finding. Applicable final testing was completed and tests passed to operating specification.